Event description:
It was reported that the hydrosil go catheters came out dry from the packet and the patient had to use the tap water to activate the lubrication. The patient stated that because of this they experienced a few infections. It was also stated that the patient was not confused with the gripper, as they were advised that no silver water sachet would come with the grippers. The patient was aware that the function of the catheters was that they were ready to use out of the packet. Per follow up via ibc on 16feb2022, it was stated that the infections were not caused by the catheter, it was caused by the patient putting water on the catheter as they did not know the catheter was self-lubricating. Also stated that it was a urine infection and patient went to out of hours doctors for antibiotics on (B)(6) 2022 because of urine infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as use-related. A potential root cause for this failure could be due to "device used improperly device used in manner for which not designed or approved for". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The device was not returned.

Event description:
It was reported that the hydrosil go catheters came out dry from the packet and the patient had to use the tap water to activate the lubrication. The patient stated that because of this they experienced a few infections. It was also stated that the patient was not confused with the gripper, as they were advised that no silver water sachet would come with the grippers. The patient was aware that the function of the catheters was that they were ready to use out of the packet. Per follow up via ibc on 16feb2022, it was stated that the infections were not caused by the catheter, it was caused by the patient putting water on the catheter as they did not know the catheter was self-lubricating. Also stated that it was a urine infection and patient went to out of hours doctors for antibiotics on (B)(6) 2022 because of urine infection.